Event description:
Trauma patient in extremis getting massive transfusion protocol. The blood products were infusing through a subclavian vein introducer without difficulty at 500 ml/min. After 6 u wb, 5 rbc, and 5 ffp, belmont device stated there was a "system error 102 - infusate over temperature". 6 month history of similar events (at least 4); per belmont inc. Direction, try a different belmont device. Existing tubing switched to another belmont and was able to continue infusing without difficulty. After several minutes and several more blood products, staff began to smell burnt plastic. Belmont was infusing but at that moment, then suddenly stopped, stating error 102. At this point, new tubing was primed and placed in the belmont just used (approx. 3 min to prime - pt. Post arrest and not getting blood products). With the new tubing, blood products were able to infuse without difficulty at 500 ml/hr. The tubing was extremely hot, noting that the heating coils appeared to be burnt. The burnt tubing, packaging, and original belmont were sequestered by clinical engineering. Manufacturer response for infuser, belmont (per site reporter). Report sent to belmont 7/13/23. Previous notifications have yielded - switch devices to a different belmont transfusion device.